Event description:
Event description cpi received information that the terminal pin for the proximal shocking coil of this transvenous defibrillation lead was fractured. The terminal pin was capped, and the device was reprogrammed to a unipolar configuration.